Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem, failure to disconnect, and the loose connection were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem, failure to disconnect, and the loose connection appear to be related to operational context. The device was returned with an optical fiber break to the catheter, which was the cause for the reported communication problem which resulted in the failure to disconnect the catheter and loose connection. In this case, it is likely the catheter's strain relief was exposed to excess angulation (bending) which resulted in the observed optical fiber break. The stretched and torn guide wire exit notch is consistent with the catheter being inserted onto a guide wire, and forceful removal from the guide wire, but is not related to the reported event or optical fiber break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during follow up, an optical coherence tomography (oct) was performed of stents implanted in the lad and cx approximately six weeks prior. When the dragonfly opstar imaging catheter was connected to the doc, the system displayed the following message: ref: (B)(4) ¿please unload the catheter, purge it, and try again. If the problem persists, replace the catheter.¿ attempts to unload the imaging catheter using the doc button were unsuccessful, and the system did not respond. The imaging catheter was removed manually, although it remained slightly [detached] loose at the connection point. The procedure was completed with another dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis revealed the guide wire exit notch was torn. No additional information was provided.